Manufacturer narrative:
Section d4: device serial number was requested but not yet provided. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings were submitted under MFR # 2916596-2023-02538.